Event description:
It was reported that the video system center had a looseness in the socket, causing an unstable connection. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and the results of the final investigation. Update fields: d8; g3; h2; h4; h6 and h11 corrected field: e3 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the socket; corrosion of the connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure of the socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.